Event description:
This report is based on information provided by philips local customer service support and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that ECG cable was faulty. Related patient involvement information is unknown although multiple requests have been sent out for such information. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Available details indicated that ECG cable was faulty due to a defective 3 lead ECG trunk and leadset. Hence 3 lead ECG trunk (989803145071) and leadset (989803145121) were replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the ECG cable was faulty¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.